Event description:
The patient was in the ER for chest pain, nausea, vomiting and abdominal pain. The nurse attempted to place an IV. When the catheter was removed from the patient approximately 1/4 inch remained in the patient. The nurse heard an audible snap at this time. Per ultrasound and CT the broken piece was not in the vein but in the subcutaneous compartment in the distal right forearm. The patient went to the or and the catheter tip was removed under local anesthesia without problems.